Event description:
It was reported that a user of the ilet experienced post-prandial hyperglycemia with a continuous glucose monitor reading of 182 mg/dl approximately 3.5 hours after a typical meal of eggs and toast, without infusion set issues, unverified by fingerstick, and with glucose values returning to target after a meal announcement and subsequent correction doses. Symptoms included hyperglycemia. Outcomes included no alarms and resolution after corrections without hospitalization. Investigation included complaint intake review and user-led troubleshooting and education. Investigation of this case revealed no device malfunction or component failure and no confirmed sensor inaccuracy, with the cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.